Event description:
The pt had quadruple coronary bypass surgery on 12/1/1999 and developed pleural effusion with shortness of breath and a post-operative sternal separation which resulted in readmission to the hospital. The culture from the sternum was positive for staphylococcus aureus and the pt was placed on appropriate antibiotics. The sternal wound measured 19 x 9 cm and was elliptical in shape. The depth of the wound at the top was 4 cm, mid was 7 cm and bottom is 5 cm. The wound base was red with yellow slough strands at the bottom of the incision. The ribs were visible along both sides of the wound. The sternal wound drained a small amount of milky serous fluid with slight odor. Edges of the wound were slightly reddened. The pt developed mediastinitis secondary to staph aureus infection. The v.a.c. Was placed in the dehisced sternal wound on 12/16/1999. A narrow thin piece of dressing was cut and wrapped with adaptic to fit the base of the wound. A narrow piece was used to fill in between the ribs and a large piece of dressing placed over the two. The dressing was hooked to 125 mmhg continuous suction. The dressing site was checked and changed by enterostomal nurses several days over the next week. On 12/24/1999 the et nurse documented that the wound was pale with yellow slough, dark purple in some areas. The wound did not have a healthy base, likely due to infectious process. Drainage was clear serosanguinous with no odor. Because of the staph aureus infection, the sternal wound was left open. On 12/25/1999 at 12:00 pm the pt's nurse responded to the vac that was beeping (alarming) "full." The vacuum bag and tubing were inspected and no drainage was found. The tubing on the device was then changed. The nurse remained in the room and within a couple of minutes the vacuum began working and a few drops of light red drainage appeared in the tubing. This was the same color the drainage had been previously. On 12/25/1999 at 12:10 pm the nurse was called back to the room for the same alarm ("full") at which time the pt was found to be unresponsive and breathless and hemorrhaging from the sternal wound. The vacuum bag was puffed up and full of blood, the canister and tubing were also full of blood. Resuscitation was started and with digital control of bleeding, the pt was taken to the operating room for emergency surgery. In surgery, the bleeding was located at the anastomosis between the saphenous vein graft to the aorta. The hole involved part of the tip of the vein. At the conclusion of surgery, the sternum was not closed because of the presence of documented staph aureus infection. The pt deteriorated post-operatively with renal failure and cardiovascualr collapse and expired on 12/25/1999. The cause of death was listed as shock from aortic hemorrhage. An autopsy was not performed. Hospital investigation of the death continues. It is unknown at this time whether the vac equipment contributed to the pt's hemorrhage.